Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) was unable to be determined. The reported unchanged mitral valve insufficiency/regurgitation (mr) and fatigue were a cascading effect of the reported slda. Additionally, the reported patient effect of mitral regurgitation and fatigue are listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with degenerative mitral regurgitation (mr), congenital heart disease, and aortic valve replacement. On (B)(6) 2017, a mitraclip procedure was performed to treat grade 4 mr. Two clips were implanted and the mr was reduced to grade 1. On (B)(6) 2024, the patient returned symptomatic with fatigue and an echocardiogram identified a single leaflet device attachment (slda). Recurrent grade 3-4 mr was observed. A second clip intervention will not be performed, the patient was referred to surgery to treat the mitral valve with the aortic valve.s